Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that the subject device did not display endoscopic image. Other detailed information was not provided. There was no report of patient injury associated with the event.